Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a 54mm aaa.  It was reported that during the procedure, the bifurcate device was inserted and placed in the aorta but then the gate compressed so it could not be cannulated. The physician then gained brachial access through the right arm and tried to cannulate from above but was unsuccessful. The physician had  planned to convert to an aui and fem-fem approach as plan b but instead  finished deploying the bifurcated graft. However, after deployment the delivery system of the stent graft was unable to be removed. The delivery system was stuck and the case was then converted to an open aaa repair and explant. The stent graft and delivery system were removed.  Per the physician the cause of the event was anatomy. The patient had a narrow distal aorta that was calcified. A 16 f sheath went up the left side and a 12f sheath went up the left side to ensure  the devices could be delivered . The bifurcated delivery system then was inserted and went up  but was unable to be removed due the narrow calcified distal aorta. No additional clinical sequalae were provided and the patient will be monitored.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received: it was reported the patient expired during the open aaa repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received : the cause of death was reported as blood loss during the open aaa repair. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.